Manufacturer narrative:
The unit was received for investigation on august 20, 2025. The return reason of system error is confirmed since zeolite dust existed in the unit and it fouled the manifolds. Zeolite dust is caused by the breakdown of zeolite particles. This occurs when the zeolite rubs against one another. Over time this can lead to multiple errors. This dust is so fine it can escape the column frits and contaminate the feed waste manifold. The patient received a replacement unit.

Event description:
On august 12, 2025, the patient called inogen, to report that the poc was not working at all, the unit was not taking a charge, it was not producing any oxygen, and the display will not show any information. Patient stated they were currently heading to the hospital as it caused her issues with her breathing. Attempted to follow up with the patient on three separate occasions to confirm and gather more information about the incident but the patient was unreachable. This complaint is being submitted due to the nature of the patient claiming he had been to the hospital. Intervention is unknown.